Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by a provider, who stated that the legs of the unit "bent while customer was sitting on it, customer fell from chair." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.